Manufacturer narrative:
(B)(4). The report of a leaking catheter body was confirmed through complaint investigation of the returned sample and customer supplied video. The catheter met the relevant functional and dimensional requirements. Based on the customer supplied video, sample received, and comments from manufacturing, manufacturing likely caused or contributed to this event. Additional investigation has been initiated within the teleflex quality system to further investigate this defect. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "(B)(6) 2026, the catheter was found leak during use on the patient. They changed a new one to resolve the issue." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "on (B)(6) 2026, the catheter was found leaking during use on the patient. They changed to a new one to resolve the issue." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".